Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pain and inconvenience. A new spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the pain was caused by friction between the implant and surgery site. The patient was inconvenienced due to pain and irritation.

Manufacturer narrative:
Analysis: cylinder analysis:patient pain was reported. The ams700 cylinders were visually inspected and functionally tested. No leak was found. They both performed within specifications. The product analysis could not confirm a device malfunction or the patient allegation of pain. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling, and a product malfunction could not be identified. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Reservoir analysis: patient pain was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The product analysis could not confirm a device malfunction or the patient allegation of pain. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling, and a product malfunction could not be identified. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Pump analysis: patient pain was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. When functionally tested the pump bulb stayed deflated when the pump was being activated. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The identified pump failure could be a potential probable cause for the reported events. A failure of the activation test indicates that it takes more force to begin pumping fluid, which could cause the described inconvenience or pain. The investigation conclusion code of cause traced to component failure was chosen because a component failure was identified as a probable cause for the reported allegations. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Additional product component: model number/catalog number- 72404310 and 72404161. Serial number: null and null. Batch/lot number: 1000178366 and 1000174122. Model/catalog description: pump ms and reservoir 65ml pc.

Manufacturer narrative:
Model number/catalog number: 72404310, serial number: (B)(4), batch/lot number: 1000178366, gtin: (B)(4), description: pump ms, expiration date: 06/10/2024, manufacturer date: 06/12/2019. Model number/catalog number: 72404161, serial number: (B)(4), batch/lot number: 1000174122, gtin: (B)(4), model/catalog description: reservoir 65ml pc, expiration date: 10/17/2023, manufacturer date: 10/18/2018.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pain and inconvenience. A new spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the pain was caused by friction between the implant and surgery site. The patient was inconvenienced due to pain and irritation.